Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 193 (gst reload group) patients and 160 (standard reload group) had peri-operative complication after the general surgery procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, 30-day anastomotic leak. 177 (gst reload group) patients and 104 (standard reload group) had peri-operative complication after the general surgery procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, bleeding. 62 (gst reload group) patients and 34 (standard reload group) had peri-operative complication after the general surgery procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, sepsis. 65 (gst reload group) patients and 34 (standard reload group) had peri-operative complication after the thoracic surgery procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, prolonged air leak. 49 (gst reload group) patients and 80 (standard reload group) had peri-operative complication after the thoracic surgery procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, bleeding. 20 (gst reload group) patients and 26 (standard reload group) had peri-operative complication after the urologic surgery procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, bleeding. 3 (gst reload group) patients and 0 (standard reload group) had peri-operative complication after the pediatric surgery procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, bleeding. 1 (gst reload group) patients and 0(standard reload group) had peri-operative complication after the pediatric surgery procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, sepsis. This is for ethicon.

Manufacturer narrative:
(B)(4). Batch #unk. Unknown; captured as awareness date. This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.